Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided bg was addressed via a manual injection and infusion set change. The customer alleged the pump was not delivering a bolus as intended; however, this could not be confirmed as customer declined troubleshooting with tandem technical support and declined to provide additional information.